Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he had blurry vision that failed to get better. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a difference of one diopter of power with a different model.